Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead was exhibiting elevated thresholds, a decrease of 200 ohms in pacing impedance and decreased sensing. An x-ray did not reveal dislodgement; however, micro dislodgement was suspected. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the length of full extension of the fixation helix was within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.